Manufacturer narrative:
Correction made to b5: there was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics (previously submitted as there was no report of patient injury or medical intervention associated with this event). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the patient line of an amia automated pd cycler set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2023 reported as "last week." Should additional relevant information become available, a supplemental report will be submitted.